Event description:
Uterine abruption [uterine rupture] reporting provider communicated it was possibly user error on the behalf of the inserting provider, name unknown, and it may have been "inserted too aggressively." [Wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from a physician, referring to a female patient of unknown age, via clinical education specialist (ces). The patient's historical conditions included pregnancy and delivery. The current conditions, concomitant medications, past drugs and past drug reactions/allergies were not reported. This report concerns 1 patient and 1 device. On an unknown date, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intrauterine route (lot and expiration date were not reported) for hemorrhage. On an unknown date, the patient experienced a uterine abruption (uterine rupture) which resulted in a hysterectomy. It was possibly user error on the behalf of the inserting provider, and vacuum-induced hemorrhage control system (jada system) might have been inserted too aggressively (wrong technique in device usage process). The provider reported no product quality complaint (pqc) with the device. Therapy with vacuum-induced hemorrhage control system (jada system) was withdrawn. The outcome of event uterine rupture was reported as recovering. The reporter¿s causality assessment was not reported. Upon internal review, the event uterine rupture was determined to be medically significant. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.